Manufacturer narrative:
Device history record was reviewed and no issues were observed. Product was manufactured, tested and released in compliance with procedures. This is the first customer that reports issues with this lot. Customer was contacted for further information if more information becomes available this report will be updated.

Event description:
Customer reported he has had issues of very shallow anterior chamber and extremely low intra-ocular pressure. Dr. Has had this issue since (B)(6) 2017 in 7 cases.